Event description:
Its was reported that there was a crack in the case of the insulin pump. Nothing further was reported.

Manufacturer narrative:
The display was blank due to corrosion inside the battery tube.